Event description:
A malfunction alarm labeled as malf 12 was reported, and it was reset successfully. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support assisted the customer in resetting the pump, and the customer was advised that they could continue using the pump and to report if any issues reappeared. There was no recurrence of the malfunction code after the reset, and the customer acknowledged the provided instructions.